Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. During the procedure there was an arterial bleed which made it difficult to clearly see the operative field. This resulted in part of the plastic sheath being retained in the patient. The patient was seen several times in the emergency room for pain following the surgery, but physicians were unable to determine what was causing the problem because the plastic sheath is not radiopaque. The patient later developed an abscess in the location where the sheath was left in and then had another surgery on (B)(6) 2010 to repair the abscess. The surgeon opines that the abscess was related to the retained sheath.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.